Event description:
After inserting a foley catheter and attaching the bag & tubing to the pt's chair, the pt moved toward the door unassisted and the catheter stretched and broke. Pt was taken to or where an approximate 4" section of catheter shaft was surgically removed. The report stated that pt was not traumatized by the breaking of the catheter.